Event description:
It was reported that foreign matter occurred with a bd vacutainer® thrombin plus blood collection tube. The following information was provided by the initial reporter, "(B)(6) 2019 15:01:49 (gmt) material no. 367817 batch no. 8029635 it was reported that there was hemogard shield plastic flash between the stopper and the tube wall. This email is intended to report an out of specification condition for draw volume observed on bd thrombin tube cat#367817 while performing the draw volume confirmation testing at bd franklin lakes r&d lab. The bd thrombin tube cat#367817, lot # 8029635, were sourced from bd pas plymouth and were sterilized at nominal (~22 kgy) and maximum dose (~37 kgy) for draw volume testing as required per CAPA. This out of specification observation occurred during the nominal irradiation dose testing. The draw volume testing at nominal irradiation dose for thrombin tube cat#367817 did not meet the specification requirement for draw volume. The draw volume of the out of spec sample was 3.83ml which does not meet the required draw volume 3.89ml (-19% of the labelled draw volume) . The root cause was determined to be the stopper defect where there was hemogard shield plastic flash between the stopper and the tube wall.".

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign material with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign material with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined with the photo provided. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® thrombin plus blood collection tube. The following information was provided by the initial reporter, "on 2019-04-08 15:01:49 (gmt): material no. 367817, batch no. 8029635. It was reported that there was hemogard shield plastic flash between the stopper and the tube wall. This email is intended to report an out of specification condition for draw volume observed on bd thrombin tube cat#367817 while performing the draw volume confirmation testing at bd (B)(4) r&d lab. The bd thrombin tube cat#367817, lot # 8029635, were sourced from bd (B)(4) and were sterilized at nominal (~22 kgy) and maximum dose (~37 kgy) for draw volume testing as required per CAPA. This out of specification observation occurred during the nominal irradiation dose testing. The draw volume testing at nominal irradiation dose for thrombin tube cat#367817 did not meet the specification requirement for draw volume. The draw volume of the out of spec sample was 3.83ml which does not meet the required draw volume 3.89ml (-19% of the labelled draw volume) . The root cause was determined to be the stopper defect where there was hemogard shield plastic flash between the stopper and the tube wall."